Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was experiencing difficulty charging the pump despite connecting the pump to multiple outlets, wall adapters, and usb ports. The customer's blood glucose level was 135 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.